Event description:
Patient admitted after a fail and found to have a left. Femoral neck fracture. After the procedure, it was noted that there was a small piece of the saw blade inside patient incision. Piece was removed. An x-ray confirmed no additional pieces were left in the incision.